Event description:
Pt reported the infusion set has leaked insulin between the cannula and self-adhesive several times since (B)(6) 2011. His blood glucose has elevated as high as 300 mg/dl as a result. He changes the infusion set and delivers insulin via the infusion device as treatment for hyperglycemia. The cartridge is changed in every 3 days and the infusion set is changed every 2-3 days. He has not had a infection or started new medication. The infusion set was requested for evaluation. He did not require treatment from a health care professional or second part to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.